Event description:
This clinically sponsored solicited device case from united states was rec'd on (B)(6) 2015 (additional information rec'd on (B)(6) 2015, both the information was processed together with clock start date of (B)(6) 2015) from a physician. Study title: synvisc market dynamics. This case concerns a patient (demographics not provided) who experienced 2 pseudo-septic reactions while receiving treatment with synvisc. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unk date, the patient initiated treatment with intra articular synvisc injection (dose, frequency, indication, batch/lot and expiration date not provided) into an unspecified knee. On an unspecified date, after unk latency, patient experienced 2 pseudo-septic reactions that required hospitalization and antibiotics to resolve. Action taken: unk. Corrective treatment: unspecified antibiotics. Outcome: recovered (date unk). A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality assesment: associated. Company causality assessment: associated. Seriousness criteria: hospitalization.

Event description:
This clinically sponsored solicited device case from united states was received on (B)(6) 2015 (additional information received on (B)(6) 2015, both the information was processed together with clock start date of (B)(6) 2015) from a physician. Study title: synvisc market dynamics this case concerns a patient (demographics not provided) who experienced 2 pseudo-septic reactions while receiving treatment with synvisc. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra articular synvisc injection (dose, frequency, indication, batch/lot and expiration date not provided) into an unspecified knee. On an unspecified date, after unknown latency, patient experienced 2 pseudo-septic reactions that required hospitalization and antibiotics to resolve. Action taken: unknown. Corrective treatment: unspecified antibiotics. Outcome: recovered (date unknown). A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality assessment: associated. Company causality assessment: associated. Seriousness criteria: hospitalization. Additional information was received on (B)(6) 2015. Global ptc number and results were added. Text was amended accordingly.